Event description:
Livanova deutschland received a report that essenz hlm cockpit became black for a few seconds showing only the flow rate and then rebooted by itself. The event occurred at the end of procedure. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the essenz hlm, the event occurred in france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.